Manufacturer narrative:
On 1/12/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where blood clot occurred. It was reported by the caller that there was a visible clot in the middle end of the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath. The sheath was replaced and the procedure was continued. There was no report of patient consequence. Device investigation details: the device evaluation has been completed. The device appears in normal condition. The end of the distal sheath was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied and there was water leakage inside the handle. The device was dissected at the handle area; black sleeving was removed, and water leakage was observed in the area where the puller wire is out, near the transition of transparent sleeving placed in the body shaft. Additional analysis found that due to the returned condition of the shaft, heat shrink, pull wires and shuttles it cannot be determined if this complaint is manufacturing attributable. It was confirmed that leak was present, however given the fact that all devices in the batch must pass alcohol flush and 2 leak test before being packaged, it is unlikely the device was shipped in this condition. A device history record evaluation was performed for the finished device [00001458] number, and no internal action related to the reported complaint condition were identified. The customer also provided a video of the reported issue to aid in the investigation. According to video and information provided by customer, thrombus was observed in the hub area. Customer complaint was confirmed based on the video, although root cause remained unknown from video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where blood clot occurred. It was reported by the caller that there was a visible clot in the middle end of the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath. The sheath was replaced and the procedure was continued. The system did not present any error messages. There were no temperature nor flow related issues. The issue was noticed before ablation catheter was brought into body. The patient was coagulated and activated clotting time (act) was maintained above 300sec once transseptal was performed. There was no report of patient consequence.